Event description:
A surgeon reports an intraocular lens explant and replacement due to the pt's report of dysphotopsia. The relationship between this event and the iol is not known.

Manufacturer narrative:
The returned intraocular lens met manufacturing specifications. Both haptics were intact and undamaged, optic was clear. Incident does not appear to be manufacturing related. Product history records indicate the product met release criteria. The cause of this event is undeterminable.